Event description:
This report summarizes 16 malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 16 events were reported for this quarter. Product return status: 3 devices were received. 1 device was not available for evaluation. 12 devices were evaluated based on historical data analysis. 16 devices were not labeled for single-use. 16 devices were not reprocessed or reused.